Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: it was received for analysis an opened sample of product code pdp316, lot mlk467. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlk467 number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent gastroplasty surgery on (B)(6) 2019 and suture was used. During the procedure, the suture detached from the needle when the doctor was suturing within the abdominal cavity. There were no adverse patient consequences reported.